Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right atrial lead exhibited lead noise resulting in inappropriate mode switching during a follow-up in clinic on (B)(6) 2017. The noise could be replicated when the patient lifted their arms. The patient would continue to be monitored.